Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-07606. It was reported that the patient's device was explanted and replaced prophylactically due to advisory. No alerts were noted on the device. The patient has a history of ventricular tachycardia. During the procedure insulation abrasion was noted on the right ventricular (rv) lead. The lead was repaired and remained implanted. The patient was stable.